Event description:
The customer contact reported the device alarmed with a s321 (motor error-pms, left) service alarm code. The pump was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a s321 service alarm code. No additional information was provided.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all information known by the reporter upon query by hospira personnel.